Event description:
The customer reported a speaker failure, the device did not produce sound the device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number:(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker failure, the device did not produce sound the device was not in use on a patient at the time of event, there was no patient involvement.